Event description:
It was reported that the console was found having blown fuses, customer tried new fuses and it blew them also.

Manufacturer narrative:
Investigation results: we have now completed our investigation into the reported issue. A visual inspection was performed on the exterior of product and no damage was observed. The reported complaint was confirmed during the evaluation as further investigation found the power supply to be faulty. An investigation into the manufacturing paperwork associated with this serial number has been carried out. This confirmed that the power supply installed in this device was manufactured before a new updated power supply was implemented as a result of the issues with blown fuses. No further actions are required at this stage and all product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time.